Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal three or four tampons unraveled and tore off inside her. She experienced severe pain and infections secondary to tampon use.